Event description:
Caller reported a malfunction on the pump displaying malfunction code malf 12, along with fault ID 0x2071. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump. If the issue persists, further follow-up was advised, noting that the pump is currently in asia with the caller's wife.